Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation was confirmed. The returned power adapter failed to power the communicator due to an internal anomaly. An unloaded voltage measurement was taken which showed its output voltage was out of specification. Its green light did not turn on. The power adapter¿s blade adapter plate was removed. Arc marks were present on one power prong and its corresponding adapter plate contact. The plastic around the contact was melted.

Event description:
Boston scientific received information that the communicator had no lights. A boston scientific company representative had the patient plug the communicator to another outlet with the same result. The company representative advised the patient that the communicator will be replaced and a return label will be sent. The communicator was deactivated. No adverse patient effects were reported.